Manufacturer narrative:
Additional information/correction - b5 (no dislodgement of or allegation against the right atrial lead).

Event description:
Correction/additional information - the microdislodgement was of the competitive his pacing lead, not the right atrial lead. There is no allegation against the right atrial lead. The revision did not occur as the patient was occluded. The patient was in stable condition throughout the event.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead had a micro-dislodgement. Lead revision was discussed. More information was requested but not yet received.